Event description:
In early 2009, the patient reported that five days prior, she had an elevated blood glucose reading in the 200's mg/dl starting at lunch time and throughout the day. She treated her readings by bolusing insulin. She stated that at 10pm her blood glucose was 518 mg/dl. She stated she switched to her backup insulin infusion device and her blood glucose returned to her normal range of 90-130 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was reported and requested to be returned for evaluation.